Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during a visual inspection of the pump, evidence of moisture was seen behind the display lens. A leak test was performed and a bolus button leak was found. The pump case was opened and moisture was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (b)64) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen had gone blank after being exposed to moisture and noted that the audio bolus button cover was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.